Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Physician reported right side baker's grade IV capsular contracture and radial folding. Device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ creases/folding of implant: observed, fold creases. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ white particles were observed on the shell. ¿ black particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Device has been explanted.